Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the driver instrument fractured during use. The fractured portion could not be retrieved from the screw head and the surgeon elected to remove all hardware and implant new devices. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product-prox radius plate small st catalog#:851318400 lot#:383440, peg fully thread 2.5mm x 24 catalog#:131212624 lot#:491700. Complaint sample was evaluated and the reported event was confirmed. The returned device is fractured at the tip, and the tip is embedded in the head of the peg screw that was returned. This complaint is therefore confirmed. The hardness of the device was measured and found to be in conformance with specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.